Event description:
Customer reported that as they drew blood from extension set and flushed the line, the blue cap popped off and blood leaked from extension set. No pt or clinician harm reported. No add'l event info provided.

Manufacturer narrative:
MFR's report date: 04/27/2011. (B)(6). Although requested, the device related to this event was not returned. Unable to determine the root cause of the customer's reported event.